Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for chronic low back pain. The patient reported that they were having treatments done including therapeutic ultrasound and a treatment with ¿moist heat¿ last week and received a jolt. The patient considered the jolt to be sudden. They indicated that since their device is not active, they no longer see a healthcare provider. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the jolt was not from the patient¿s stimulator, and that the jolt was from the electrodes on her back at physical therapy. There were no further complications reported or anticipated.